Manufacturer narrative:
The insulin pump was received with intermittent buttons due to unlocked connector at lcd board. Device had cracked case at display window corners, display window and battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the act buttons on the insulin pump is not responding. Customer stated that the device has been dropped bumped and exposed to sweat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.